Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose. Blood glucose reading at the time of the emergency room visit was 378 mg/dl. The customer had been treating with the insulin pump but her blood glucose levels did not go down. Customer was not treated with insulin at the hospital. The customer was monitored and treated with a bag of saline. The insulin pump was being worn by the customer at the time of the hospitalization. The customer declined troubleshooting for the high blood glucose. Nothing further reported.